Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, which had been recurring with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided a resolution by replacing the pump, which is still under warranty, and advised the customer to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was informed about the importance of having the most up-to-date pump software and received guidance on handling their replacement pump, including instructions for returning the malfunctioning pump.